Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10h31055 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This is a report from a nurse in (B)(6) of peritonitis and "(B)(6)" in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the nurse reported the following. On an unreported date, the patient experienced "(B)(6)" (unspecified). Treatment was not reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. Treatment and outcome were not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported that the peritonitis was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the event of "(B)(6)".